Manufacturer narrative:
H3 other text : no product returned.

Event description:
It was reported that approximately 8 years post-operatively, imaging revealed a xia polyaxial screw tip fracture and the fracture of two radius vitallium rods. This report captures the first of two radius vitallium rods.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately 8 years post-operatively, imaging revealed a xia polyaxial screw tip fracture and the fracture of two radius vitallium rods. This report captures the first of two radius vitallium rods.